Event description:
It was reported that the pulse generator exhibited a false elective replacement indicator alert after suspected electrocautery interaction during the implant procedure. After a software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.